Event description:
It was reported to co that during the ptca, a dissection of the patient's left main artery occurred. The physician attempted to treat the left anterior descending artery and circumflex. They used an ebu 4.0 guiding catheter, a guidant bmw wire to implant a s660 2.75 x 15 and a carbostent 2.5 x 9 in the left anterior descending artery with a good result. A predilatation was then performed and then successfully implanted a 3.5 x 24 stent in the third marginal artery and partially in the circumflex. As usual in these situations, they wanted to perform a kissing balloon technique in this bifurcation in order to achieve a good final result. Therefore, 2 ptca wires were in place in the marginal artery and circumflex. They used two 3.0 x 20mm predilatation balloons, positioning the first one in the 3rd marginal artery, and advanced the second balloon into the guiding catheter. There seemed to be a lot of friction and it was determined that the guide catheter shaft was blocked 10 cm from the tip. The physician wanted to retrieve this second balloon, and noticed that the proximal shaft was broken at 30 cm from the hub. He unlocked the y-adapter, and had access to the shaft and he succeeded in retrieving the entire distal part of the predilatation balloon. The physician then tried to advance an hayate balloon, which they felt had better shaft profile, but this balloon also became blocked in the same area. The hayate balloon was retrieved and they performed just one inflation in the 3rd marginal artery with the first balloon. They then performed several contrast injections, and observed a large thrombosis in both the left anterior descending and circumflex. There was also a dissection in the left main artery. The physicians attempted to perform several balloon inflations to reopen the arteries but were unsuccessful. The patient had cardiac arrest and despite cardiac massage, the patient expired 2 hours and 30 minutes after the start of the procedure. Upon review of visual records of the case, it has been indicated that the vessel dissection is suspected to have been caused during the removal of the second predilatation balloon from the guiding catheter, and it did not appear that the guiding catheter caused the dissection during intubation of the artery. Further, the patient underwent a ptca on an occluded distal right coronary artery one week prior to this procedure.